Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving infumorph 10 mg/ml at 2.499 mg/day via an implanted pump for non-malignant pain. The patient was not reaching efficacy and not getting therapy relief on an unknown date so a catheter revision was done on (B)(6) 2016. When they opened the pump pocket, fluid "squirted out like a garden hose" so they sent the fluid for testing. The existing catheter was properly aspirated. The catheter was partially removed and revised. The patient was reprogrammed at the hospital. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.